Event description:
About 62 hours after the start of temperature management therapy following cardiac arrest, the start-up kit (suk) (lot # 221150) was torn open in the roller pump area of the thermogard xp ivtm system (sn (B)(6). The customer observed the suk's rupture/ skive, which was reported to have resulted from a defective guide roller on the thermogard console. The customer stated that the white cap had become completely loose and could no longer be pushed back on. Saline flooded the tgxp console and floor. The customer had to finish the therapy. No patient injury or death was reported. The patient's condition was stable.

Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(6) was evaluated at the customer site. The reported complaint of a defective white roller guide in the pump rotor was confirmed during visual inspection. One of the white roller guides appeared slightly flattened, as though it had been compressed. The root cause of this observation could not be exclusively determined. However, frequent console use, which may contribute to the gradual degradation of the guide rollers over time, cannot be ruled out. The event log review showed no significant discrepancies. The thermogard console passed the initial functional testing without any faults or errors. The pump's white guide rollers were replaced to address the complaint. Following the service, including the preventative maintenance service actions, the thermogard xp ivtm system passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with serial number (B)(6).